Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the right ventricular (rv) lead exhibited increased threshold. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion, where the remaining battery life expectancy decreased by approximately seven years in an approximate three month period, and the recommended replacement time (rrt) was not displayed. The ipg is planned for explant and replacement. The rv lead remains in use. No patient complications have been reported as a result of this event.